Manufacturer narrative:
The customer report of a leak was confirmed based on testing performed on the as-received samples. The leak was observed at the engagement between the extension set's male luer to the mating maxzero valve. Further inspection noted the extension set's male luer tip was broken off with the broken off luer tip lodged within the mating valve. Further inspection of the broken luer tip areas under magnification observed whitish colored stress markings on each side of the broken luer tips which matched up and is likely evidence of excess force being applied. No other obvious damages or any issues were observed with the luer component. Testing was performed on the as-received samples by applying pressure from the mz1000-07 valve's end while samples were submerged underwater. A leak was observed at the engagement between the mz9265's male luer to the mz1000-07 at a pressure of 1psi. Pressure was incrementally increased up to 30psi; however no further leak was observed from anywhere else. The cause of the observed leak was identified as due to a broken off male luer tip. The root cause of the observed breakage was not identified.

Event description:
It was reported that a disposable device leaked while connected to a patient. Although requested, there were no further details or information provided. There was no harm.